Event description:
Pump was sent in for service where a failure 810:04 was found during the evaluation process. The reporting facility's biomed had stated that no patient injury or medical intervention was involved with the pump.